Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes . Section d-10: returned to manufacturer on: 07/29/2020. Section h-3 device returned to manufacturer: yes. Device evaluation: the complaint lens was received inside a non-jnj lens case. Additionally, a complaint intake form was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Furthermore, a haptic was observed stuck to the optic body, however this can be attributed to the lens being returned cut in half and the dry viscoelastic residue on the haptic and optic body. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to complaints of blurred crooked visual acuity (va), and line of light at night. Va pre-operative was 20/70 and va post-operative was 20/25. There was no suture(s) and no vitrectomy. Patient outcome was reported as: myopia os. Through follow up, customer account provided additional information confirming the lens was replaced with a different model lens, higher diopter (21.0). No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.